Event description:
Technician alleged the bed has intermittent functions. The technician found corrosion on the power control board from fluid residue. No patient impact.

Manufacturer narrative:
The technician replaced the power control board to resolve the issue.